Event description:
A 6 fr introducer sheath was used to pre-dilate the access site. Then the 6-french sheath was removed and the prostar xl was used. The sheath was then upsized to 18-french for the endoprosthesis procedure.

Event description:
It was reported that prior to an abdominal endoprosthesis implant procedure, pre-close placement of the sutures was attempted of the right common femoral artery through a 6-french sized access site using a prostar xl device. During the needles release phase, a needle reportedly deflected into subcutaneous tissue as confirmed with angiography. The needle was successfully removed using the needle back down technique. A second prostar xl device was attempted, but with the same results. A needle deflected subcutaneously that was successfully removed using the needle back down technique. The sutures from a third prostar xl device, having the same lot number, were deployed and set to the side. The access site was dilated to an unspecified size to match the outer diameter of the delivery catheter. After conclusion of the abdominal endoprosthesis implant procedure, the knots from the prostar xl suture were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The device was deployed in a reportedly 6-french sized access site. The prostar xl device instructions for use (IFU) state under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures. The prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. Additionally the IFU states under special patient populations that the safety and effectiveness of the prostar xl pvs system has not been established in patient populations with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Indication for use. The device was deployed in a reportedly 6-french sized access site. The prostar xl device instructions for use (IFU) state under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures. The prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. Additionally the IFU states under special patient populations that the safety and effectiveness of the prostar xl pvs system has not been established in patient populations with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostar xl device, referenced was filed under a separate medwatch manufacturer report.